Event description:
In 2009, the patient reported that there was moisture in the cartridge compartment of the infusion device. She stated that she dried the moisture one day prior, and today there is more moisture. She stated that she was not sure if she had inserted a cold insulin cartridge into the infusion device. Upon follow up the following month, the patient stated that she had not noticed any more moisture in the cartridge compartment of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.